Event description:
Pt needed a refill of baclofen in her intrathecal pump. The concentration of the solution was being decreased from 15,000 mcg/ml to 5,000 mcg/ml.the change in concentration of the solution then required a change in the rate of administration for the patient to receive an equipotent dose with the lower concentration. The pump was set to a lower concentration during the first programming change but a bridge-bolus was not programmed into the pump. The pump was then reprogrammed a second time with the bridge bolus entered. The pump looks to the prior setting to find the default concentration for the bridge bolus. The prior setting did not have the 15,000 mcg/ml concentration but the 5,000 mcg/ml. This caused the bridge bolus volume to be pumped into the patient at a three fold overdose. The pump does flash a warning box to the user that the new concentration and the bridge bolus concentrations were the same but the user ignored this warning.pt went in the ICU needing airway protection and ventilator support. Pt stayed in the hospital for three days and was discharged without long-term deficit.